Manufacturer narrative:
Investigation summary a failure for false resistance was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6)). The customer reported that they were receiving a number of inconsistent results. This investigation is for false resistance, primarily for carbapenems. A bd field service engineer (fse) was dispatched to investigate, working with the customer team to prepare samples. A bd fse followed up to investigate the optical system in the instrument, determining that the system had a build-up of dirt. The light source distribution board (lsdb, p/n 443848) was replaced, and the optical system was cleaned. After this, the results were considered by the customer to have improved and the issue was resolved. The root cause of the optical failures is not known. This is a confirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history for pf0570 was reviewed and revealed no previous complaints related to incorrect results. A concurrent investigation was carried out for mis-identification failures which were also occurring at this time. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system false resistance was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter "client reports false resistance to carbapenemics."

Manufacturer narrative:
The following fields were updated with corrected information: event description: it was reported that while using bd phoenix¿ m50 automated microbiology system false resistance was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter "client reports false resistance to carbapenemics."

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system false resistance was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "client reports false resistance to carbapenemics."

Manufacturer narrative:
Initial reporter address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system misidentification was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter "client reports misidentification issue and false resistance to carbapenemics." For example: acinetobacter being identified as e.coli.